Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and was found to have dislodged. The lead was subsequently explanted and replaced. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. The stylet insertion test did not pass due to dried bodily fluid in the lumen near the lead tip area. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.